Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they were having an issue with walking and needing a wheelchair because stimulation was "stuck" on a particular setting and couldn't be adjusted. They noted that they couldn't adjust anything because they forgot the password for their handset. The consumer mentioned calling previously about this and the call center redirected them to another line, but no allegations were made at that time. The caller was then hospitalized for this issue and the healthcare providers (hcp) determined they had an infection that went "all the way to [their] kidneys"; the infection was related to the device. The patient said their hcp has been making therapy adjustments as needed. When they were hospitalized, the nurse told them they really need to get their external equipment. At the time of the call, the consumer didn't have their equipment so the call center recommended calling back to replace the handset when they have it. No further patient complications have been reported as a result of this event.